Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 and an occlusion issue while using trusteel infusion set and humalog insulin. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin, and technical support educated customer to change cartridge every 48 hours when using this insulin, after which customer understood, reported no recurring occlusion problems, and case was closed.